Event description:
Boston scientific received information that this right ventricular (rv) pacing lead exhibited an increase in pacing impedance and pacing threshold measurements. In the bipolar configuration, the pacing impedance was 1478 ohms and thresholds were 2.0v@0.35ms. Lead measurements in the unipolar configuration were within normal range. An x-ray was performed, but no lead issue was visualized. The physician suspected that the proximal conductor coil was fractured. The lead was reprogrammed to unipolar and the patient and lead will be evaluated at the next scheduled follow up. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.